Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. X-rays taken post procedure revealed that the right ventricular lead had lost its slack. Device interrogation showed decreased sensitivity of the lead. The lead was revised. Patient was stable post procedure.